Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The user complained of false negative results for one urine sample. The user could not provide specific test results, but stated all the results were negative. The sample was sent to another lab and the results were "positive for urinary tract infection as in bacteria, nitrite and leukocytes". No information was provided to determine if erroneous results were reported or if the patient was adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.